Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient seeing rings. The iol was exchanged for another lens model 7 months following the initial implant procedure. Additional information has been received, as per surgeon opinion there was no problem with the iol, however as per the patient's preference the iol was replaced with another company lens.